Event description:
Procedure type: inguinal hernia repair. According to the reporter: two metal pins from the locking collar lever fell out onto surgical field, after trocar was pulled out of sheath. There was no report of pieces falling into the cavity or impacting the patient. No patient injury was reported.

Manufacturer narrative:
.